Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection.the reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 -product returned for investigation. - exterior visual inspection: passed. - test transmitter voltage: passed (0.45 vdc). -nordic bluetooth device pairing test: passed. D9 --device available from investigation. G6 --follow up 001. H2 --device evaluation. H3 ¿yes. Device evaluation attached. H6 --10, testing of actual/suspected device.

Event description:
Product returned for investigation. An exterior visual inspection was performed and passed the transmitter voltage was tested and passed a nordic bluetooth device pairing test was performed and passed.